Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels with a blood glucose reading of over 800 mg/dl. The customer stated that the high blood glucose was due to an infection at the sensor insertion site. She was unsure of when the event occurred, stating that she had been discharged and given some supplies. She also reported issues with inserting the sensors and with the sensors' ability to adhere to her skin. She stated that the last sensor issue she had was about 6 weeks prior to the call. She did not remember the blood glucose reading at that time. Nothing further reported.